Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 304 mg/dl at the time of the call. The customer stated that the numbers on the screen of their insulin pump keep scrolling. The customer states that their buttons are sticking. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with moisture damage on the keypad traces. All of the buttons functioned properly. No unexpected numbers scrolling during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.